Event description:
Surgeon was performing surgery with xi prograsp robotic instrument. Surgeon requested removal of instrument. Upon removal r1 resident the instrument broke at the joint hinge and would not straighten to easily come out. Surgeons de-docked robot arm from trocar, and then removed the trocar with instrument. A new trocar was placed and a new instrument was substituted. There was about 4mm of sheath partially removed, but no additional parts identified. The broken instrument was examined and noted to have 0.5 cm damage to the sheath just below the joint hinge. An x-ray was taken at the end of the procedure for verification purposes. Instrument had 16 uses remaining out of 18 total use life.